Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2013-00703 and 2134265-2013-00702. It was reported that during an intra-vascular ultra sound (ivus) procedure, pullback difficulties occurred. The 75% stenosed lesion is located in a moderately tortuous distal left circumflex (lcx) artery. While testing the image with the atlantis sr pro imaging catheter outside the body, a good image occurred. After the imaging device was advanced across the lesion and an attempt was made to obtain pullback images, an overload error occurred on the ilab system an the pullback did not occur. An attempt was made to disconnect and reconnect the mdu, imaging catheter sled and the imaging catheter. This did not resolve the issue. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
Same case as 2134265-2013-00703 and 2134265-2013-00702. It was reported that during an intra-vascular ultra sound (ivus) procedure, pullback difficulties occurred. The 75% stenosed lesion is located in a moderately tortuous distal left circumflex (lcx) artery. While testing the image with the atlantis sr pro imaging catheter outside the body, a good image occurred. After the imaging device was advanced across the lesion and an attempt was made to obtain pullback images, an overload error occurred on the ilab system an the pullback did not occur. An attempt was made to disconnect and reconnect the mdu, imaging catheter sled and the imaging catheter. This did not resolve the issue. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the analysis findings of the returned complaint device revealed that the two flaps of hub rotator were damaged. The unit was able to connect into mdu system properly. No overload error message was observed during functional testing. The telescope assembly was able to properly pullback, advance, and retract. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is design. (B)(4).